Event description:
The customer alleged that cidex opa leaked from the disinfectant reservoir to the floor. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site: the fse replaced the leaky disinfectant reservoir. The fse tested the unit. The unit was found operating within manufacturer specifications.